Manufacturer narrative:
No further information was provided by the customer.

Event description:
On (B)(6) 2016, an immucor service personnel reported an unexpected negative result with capture-r ready-ID (crrid) on a galileo echo instrument at a customer site. The patient sample contained an anti-e.